Manufacturer narrative:
Recall: 1627487-12192011-003-r; 1627487-07262012-001-c. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR 1627487-2013-23192. It was reported the patient experienced burning sensations at the ipg site. It is unknown if the sensations occurred while charging or not. The patient's scs system was explanted on (B)(6) 2012. (Reference MFR. Report: 1627487-2013-1833 and MFR report: 1627487-2012-1834).